Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an o-ring was on the pneumatic tap. Customer declined changing supplies at the time of the call. Customer left the o-ring on the pneumatic tap and continued using the existing cartridge. There was no adverse impact to the customer¿s blood glucose level.